Manufacturer narrative:
The referenced pump exchange due to suspected thrombus is covered under medwatch MFR # 2916596-2016-02208. Device unique identifier (UDI)# ((B)(4). Approximate age of device: 1 year. The pump was evaluated and examination of the driveline noted breakdown of the metal braided shield at 8.5 to 9.5 inches from the pump housing; however, electrical continuity testing did not reveal any discontinuities or electrical shorts. Visual inspection of the wires found breaches in the red and green wires approximately 9 inches from the pump housing. The insulation of the adjacent wires showed evidence of abrasion against the metal braided shield; however, no additional wire conductors were exposed. If the exposed conductors of the red or brown wires contacted the metal braided shield while the system was operating on the power module, the resulting electrical short could have caused the report of low speed and pump stoppage events. The observed wire damage appeared to be the result of abrasion against the metal braided shield due to repetitive flexing. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015 and received a pump exchange due to suspected thrombus on (B)(6) 2016. It was reported that during pump investigation, a finding of a driveline wire compromise was observed. The manufacturer's pump investigator indicated that the low speed events in the submitted log file, which were initially attributed to suspected thrombus, appear more likely to have been the result of the driveline wire compromise.